Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-03301. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating a pump with a cadd cassette reservoir was having an issue with the cassette opening at the top when changing the cassette. It was reported the top of the cassette opened during changing, the end user put the lid back on, but then the cassette popped open again. Per reporter another cassette was attached and the affected cassette destroyed.